Manufacturer narrative:
E1. Initial reporter address: (B)(6). Initial reporter facility name: (B)(6). H6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that prior to use with the bd vacutainer® serum/ cat plus blood collection tubes, there was a tube with the wrong color cap present in the package. There was no report of patient impact.